Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained lead noise were observed via merlin.net transmission. Myopotential oversensing was suspected. The device remains implanted.